Event description:
A customer reported that the system shut down by itself during a vitreo-retinal procedure. The case was able to be completed with a backup machine following a delay of less than 15 minutes. There was no harm to the pt.

Manufacturer narrative:
The facility biomedical technician examined the system and did not find any issue with the system. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause cannot be determined conclusively. (B)(4).